Event description:
ICU pt bed was lowered and pt was laid down in flat position. Catheter was wedged by rn. Shortly thereafter, the pt's mouth filled with blood and she became very bradycardic. A code alert was called. The pt was intubated and suctioned. She was made a "no code" after discussion with the family and transferred to a med/surg unit the next day. She expired later that day. The catheter was removed and retained.